Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Insulin pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer stated that they passed out. Customer stated that emergency medical technicians (emt) were called and put the customer on an IV. Customer is currently not wearing the insulin pump. Customer's current blood glucose reading was 345 mg/dl. However, customer's blood glucose levels at the time of incident was 30 mg/dl. Troubleshooting was done. Product is being returned and replaced.